Event description:
This report summarizes 1 malfunction event where a midwest energo 1:5 handpiece overheated. 1 event resulted in no injury.

Manufacturer narrative:
We are awaiting the return of 1 device. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter. Evaluation results will be submitted as they become available.